Event description:
A report was received that the patient underwent a pocket revision due to discomfort caused by the ipg rubbing on the patient's spine. The physician elected to replace the ipg as electrocautery was used during the procedure. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.